Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Time of rrt (recommended replacement time) in save to disk on (B)(6) 2012, device rrt less than or equal to 2.6251 volt. Weekly battery voltage trend data shows min bat equals 2.628 to 2.614 volts minimum between (B)(6) 2012. One patient alert for low battery voltage on (B)(6) 2012. (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, and had a cosmetic depression. Visual analysis noted apparent explant damage.

Event description:
It was reported that the patient was unhappy that the device reached elective replacement indicator (eri) prematurely. It was also reported that the left ventricular (lv) lead had high thresholds. The lv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.